Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This pm system was explanted due to post-implant development of profound left upper extremity lymphedema secondary to proximal left subclavian vein stenosis. A venogram on (B)(6) 2025 showed abrupt occlusion of the left axillary vein at the site of the pacemaker. A leadless pm was implanted, and an axillary subclavian vein recanalization and stenting was scheduled for (B)(6) 2025. Should additional information be received, this file will be updated.